Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was unknown but was high. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.